Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va031sp, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer reported that they experienced a burning sensation and swelling at the implant site on the right hip, beginning on (B)(6) 2013. The patient had not had any falls or traumas. It was noted that the patient was just implanted in november and was concerned because she was already having problems. It was noted that the patient had a scar where the implant was. It was further reported on (B)(6) 2013 that the patient still had concerns regarding her device or therapy but was working with her doctor or manufacturer representative. It was noted the patient had an appointment scheduled for (B)(6) at 10:50 am. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. If additional information is received, a follow-up report will be sent.